Manufacturer narrative:
Results: there was no visible damage to the penumbra system aspiration pump max 110v (pump max). Conclusions: evaluation of the returned device revealed that the pump was functional. The pump was powered on and functioned without an issue. The root cause of this complaint cannot be determined. Pumps are 100% functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, it was noticed that the dial of the penumbra system aspiration pump max 110v (pump max) was not working properly. The defective pump max was found prior to use and was not used for the procedure. The procedure was completed using a new pump max.